Event description:
The patient was implanted with a left ventricular assist device (lvad). Approx 24 days post-implant, it was reported that the patient suffered an intracranial hemorrhage and expired.

Manufacturer narrative:
The MFR is attempting to acquire the explanted pump for analysis. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.